Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3b, b5, d.6b, h6. Correction to previous medwatch submitted reporting device was explanted. At the time of that report, device remained implanted. Gender field has been removed from medwatch form 3500. Previous entry made to this field has been removed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.